Event description:
The customer reported that the system intermittently had no video, resulting in a loss of the live image. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray controller board battery was replaced, the ps1 power supply voltage was adjusted, and the image processor board, display adapter board, and all fuses were reseated. The system was then found to be operating as intended.